Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse unable to identify any faults pointing to the restart (post) issue. The fse was able to identify fault 25938 pointing to pcc3 start up fault. After gathering more information, it was apparent the blue fiber cable (bfc) from the tower to the robot was damaged. Further investigation led to a physical break in the cables shielding, caused by customer moving the robot over the cable. The fse cleaned all fiber ports and cables and ensured the bfcs would be replaced. The fse was unable to reproduce the post error and the system was power cycled 10 times to ensure proper function. After the same issue recurred at a later date, the fse returned to inspect the system again. The fse reviewed the system logs, but did not find any errors related to the post restart cycle and the "boom disabled" message. The fse replaced the tower common compute controller (ccc). The system was tested and verified as ready for use. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered a "boom is disabled" message. There were no related errors in the logs. The user in the room performed a hard power cycle on the system with no resolve. The technical support engineer (tse) walked caller through observing blue fiber cable at tower and console were not fully seated and a hard power cycle of the system, but the issue did not resolve. When attempting to power off the system, it restarted instead of powering off. The caller powered each cart up individually with blue fiber cables disconnected. The caller powered off each cart individually successfully and then reconnected the blue fiber cables. The caller powered the system back on and the system completed post. The caller powered off the system from the tower and system restarted, but did not complete post. When attempting to power the system off from the console, the console powered off and the power button was backlit amber, but the tower and robot did not power off. The tse confirmed the blue fiber cables were not wall integrated. The caller was not aware of having a backup blue fiber cable available. The caller power cycled the system and moved the blue fiber cable from the right connector on the console to the left connector and then tract the cable to the tower right connector and moved to the open bottom connector and powered the system back on, but the system did not complete post. The surgeon merged into the call and informed they were cancelling cases. The procedure was aborted prior to patient involvement.